Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 5039241/5040516.

Event description:
It was reported that the patients device was non functional. The patient underwent an explant procedure and the explanted devices were disposed.